Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, two days after initial left tsa, the 59 y/o male patient was revised. Patient had a dislocation due to overweight. Liner was exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as the device was disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, two days after initial left tsa, the 59 y/o male patient was revised. Patient had a dislocation due to overweight. Liner was exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as the device was disposed by hospital. Additional information received indicates that date of initial tsa was (B)(6) 2023. Patient visited surgeon due to pain. Upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.